Event description:
The pt¿s mother reported that the pt¿s infusion device is not delivering the correct basal rate. The pt receives 0.13 u/h for all 24 hrs. On (B)(6) 2011, e4 (occlusion) error was displayed at 4:30am. The mother found a kink in the infusion tubing and changed the infusion set and insulin cartridge to clear the error. At 8:30am e4 was displayed and the pt¿s blood glucose measured 13.8 mmol/l (248 mg/dl) with a ketone level of 3.5. The pt was admitted to the hosp, treatment received was not provided. On (B)(6) 2011, the pt was instructed to reconnect to the infusion device by her diabetes nurse. At 6:22pm her blood glucose measured 2.9 mmol/l (52 mg/dl) and the pt was given lucozade (drink) and her blood glucose increased to 12.3 mmol/l (221 mg/dl). The pt ate 45g of carbs for dinner and bolused 2 units of insulin. At 8:40pm her blood glucose measured 7.7 mmol/l (139 mg/dl) and at 11:55pm, it increased to 12 mmol/l (216 mg/dl). She bolused 0.2 units of insulin via the infusion device. On (B)(6) 2011, e4 was displayed at 2:30am and the pt¿s blood glucose measured 13.6 mmol/l (245 mg/dl) and the mother injected 1 unit of insulin via pen. The pt had ketone level of 1.6. The mother changed the insulin cartridge and infusion set and the infusion device was used for the basal rate only. At 4:30am, the pt¿s blood glucose measured 7.3 mmol/l (131 mg/dl). At 7:36am her blood glucose measured 2.7 mmol/l (49 mg/dl) and her ketone level was 1.6. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.